Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during initial insertion of an arterial catheter, the spring wire guide (swg) was observed to be unraveled upon removal. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received. If further information is received, the complaint file will be updated.